Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (B)(6) 2009, population product advisory initially communicated on (B)(6) 2007, was explanted with concern that the battery may have depleted earlier than expected. There was no report of adverse patient effect.

Manufacturer narrative:
This device was explanted and has not yet been returned for analysis. As new information becomes available, this report will be further evaluated and updated.